Event description:
It was reported that the patient with this pacemaker was experiencing discomforting sensations and went to have their device checked. Interrogation of the pacemaker revealed it had declared safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.